Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 5 mm x 6 mm amplatzer piccolo occluder was chosen for a patent ductus arteriosus (pda) closure procedure using a 4f amplatzer torqvue low profile catheter. During procedure, when using the product, it was deployed in an extended form against the target pda. The device was removed and a new 5 mm x 4 mm amplatzer piccolo occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 5 mm x 6 mm amplatzer piccolo occluder was chosen for a patent ductus arteriosus (pda) closure procedure using a 4f amplatzer torque low profile catheter. During procedure, when using the product, it was deployed in an extended form against the target pda. The device was removed prior to release from the delivery cable while inside the patient and a new 5 mm x 4 mm amplatzer piccolo occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
There was no issues noted on the occluder. Please see (B)(6) for the reported event related to the delivery system.